Event description:
The recipient reportedly experienced difficulty during insertion which led to prolonged surgery. It is noted that the difficult insertion was due to intracochlear tissue.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was reportedly activated, and the recipient is doing well. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.